Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number: 3009092818 and exemption number: e2016011. This report is filed september 21, 2016. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient developed seroma at the implant site post operatively. Subsequently, the surgeon aspirated the fluid on (B)(6) 2016. It was reported that the patient was prescribed an antibiotic ointment. The implanted device remains.